Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of concomitant: ddmb1d1 ICD, implant date (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead had several episodes of t-wave oversensing (twos) post ventricular sense. Follow up with the physician's office indicated the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.